Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an inability to capture at 7.5v @ 2.0ms. The threshold at implant through the psa was 3.0 v and through the device was 5.0 v. The impedance has risen from 1100 ohms at implant to 1400 ohms.